Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation, purulent drainage and pain. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection undiagnosed by hcp the patient's an the patient's blood glucose level rose to 380 mg/dl while wearing the pod for 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). The patient reported the infusion site to have purulent drainage, redness and pain. As treatment, a new pod was applied.